Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, post-paced t-wave oversensing issue was observed on the device. Patient did not receive therapy during the oversensing. Programming changes were recommended which was planned to be made during the patient¿s next in clinic appointment. No further information available.